Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated that the arctic sun device was getting low flow alerts and the inlet pressure was 0.0psi. The device had a bad circulation pump, and the system hours were 9416. Per sample evaluation results received on (B)(6) 2022, it was noted that the hot side connection between the power inlet module and the main voltage circuit card and the chiller power connector to the main voltage circuit card show signs of electrical overstress. It was stated that windows errors detected on the control panel screen during therapy mode causing the screen to freeze. The speaker volume was barely audible on the highest volume setting. The molded y tube from the chiller pump to the evaporator tank had cuts found in it. The tank seals were lifting from the tank. The double-bend tube had deformation and expansion. A pinhole in the control panel clear screen cover was noted with stains found under the clear plastic screen cover. It was also stated that it did not appear to affect touchscreen functionality. It was also noted the arctic sun device would not autofill.

Event description:
It was reported that biomed stated that the arctic sun device was getting low flow alerts and the inlet pressure was 0.0psi. The device had a bad circulation pump, and the system hours were 9416. Per sample evaluation results received on 25jul2022, it was noted that the hot side connection between the power inlet module and the main voltage circuit card and the chiller power connector to the main voltage circuit card show signs of electrical overstress. It was stated that windows errors detected on the control panel screen during therapy mode causing the screen to freeze . The speaker volume was barely audible on the highest volume setting . The molded y tube from the chiller pump to the evaporator tank had cuts found in it . The tank seals were lifting from the tank the double-bend tube had deformation and expansion . A pinhole in the control panel clear screen cover was noted with stains found under the clear plastic screen cover . It was also stated that it did not appear to affect touchscreen functionality. It was also noted the arctic sun device would not autofill.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.